Event description:
It was reported, the physician was unable to advance the lead during a trial lead implant. The physician aborted the procedure after 30 minutes and plans to schedule another trial procedure.

Manufacturer narrative:
Result - the complaint of "cannot implant product" could not be confirmed through product testing alone. Therefore, no checklist was initiated per (B)(4). As stated in the event details, the physician was unable to get through the epidural space. This is procedure related. The lead was returned without any visible anomalies or damage. We did not identify any defects that would contribute to the reported issue. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.